Event description:
This patient was admitted for an elective left total knee arthroplasty. During surgery, an intramedullary cutting guide was inserted, on the last blow putting the intramedullary rod in, it was slightly more difficult to insert than normal. Then the distal femoral cutting guide was placed and pinned. Next they attempted to remove the intramedullary rod but it was extremely wedged in, they tried to remove it for an hour and it did not budge. Another surgeon scrubbed in and they tried multiple ways of removing the rod from the intramedullary rod canal without success. About half of the intramedullary rod was distally cut and the other half was left inside the patient's femur.